Event description:
Vns pt had passed away. Exact cause of death is not known at this time. It was reported that the pt was hospitalized due to status epilepticus three days prior to death and that their brain was swollen an herniated. The pt reportedly experienced a mild reduction in seizure with the vns therapy. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.

Event description:
Further follow-up revealed that the autopsy report did not identify any disease or trauma that could have cause the pt's death. The cause of death was attributed to epilepsy. The mode of death was listed as natural.